Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. There was no evidence of basal interruptions due to a pump malfunction. The pump was exercised for 29 hours with no issues.